Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-15975. The pt had 3 leads (2 from one lot and 1 from a different lot) implanted as part of his scs system. It was reported the pt the pt experienced ineffective coverage of his back. Surgical intervention was undertaken and a surgical lead was implanted. The pt has been reprogrammed multiple times since undergoing surgical intervention all to no avail. Reference MFR reports: 1627487-2013-13522 and MFR report: 1627487-2013-15954.